Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was experiencing atrial under-sensing. Programming changes were made. There were no patient consequences.